Event description:
Procedure type: lap ventral hernia repair. According to the reporter: there was a large defect approximately 10x10 or 10x15. Three days post-operation, the suture line for the primary repair broke and the hernia recurred, the mesh was torn on the peripheral aspect. There was also another hole in the mesh where a transfacial suture had been placed. The absorbable fixation points were torn out of the abdominal wall and part of the mesh was free away from the abdominal wall. A re-operation was performed. There is no other information available.